Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported experiencing weak laser ouput during setup for photocoagulation procedure. The strength of the laser was increased to proceed with surgery. There was no patient harm.

Manufacturer narrative:
The reported event was confirmed. The company representative determined the cause to have been caused by a nonconforming laser probe. There was no problem found with the system as the system functioned as intended. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 15, 2015. Based on qa assessment, the product met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. The system functioned as intended. The root cause of the reported event can be attributed to a nonconforming laser probe. However, how and when the laser probe became nonconforming cannot be determined conclusively. (B)(4).